Manufacturer narrative:
Olympus followed up with the user facility regarding the status of the patient. The users reported to have successfully removed the basket fragment and stone from the patient a few days after the initial procedure, and the patient had not suffered any permanent issues nor would any additional follow-up be required. The distal tip of the device, measuring approximately 1 inch long was returned to olympus for evaluation, but the proximal portion of the device was not provided. The evaluation confirmed that all eight basket wires were still intact with the distal tip of the device. The eight basket wires were frayed at the ends. The cause of the reported event cannot be conclusively determined. The broken tip was forwarded to the original equipment manufacturer for further evaluation. If significant additional information becomes available, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a therapeutic procedure, clinicians attempted to use the retrieval basket to retrieve a stone approximately one centimeter in diameter. However, the stone became lodged in the basket in the distal bile duct of the patient. The users reported to have cut the proximal end of the basket wire and withdrew it, along with the endoscope from the patient, and utilized a non-olympus emergency lithotriptor handle to attempt to crush the stone and retrieve the basket fragment. The stone was reportedly not crushed, however, the distal end of the basket broke off and remained inside of the patient, which reportedly prevented the users from recannulating or performing any other methods to remove the remainder of the basket. The users reportedly made multiple attempts to recannulate the duct with a sphincterotome and guide wire, but were not successful. The users stated that they found the bile duct to be perforated, possibly due to the repeated attempts to cannulate or from difficulty in attempting to retrieve the basket. The procedure was aborted, and the patient was admitted to the hospital and an additional procedure was scheduled to remove the basket fragment.